Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of needing to order a different infusion set type due to scar tissue that were caused by infusion set. Customer reported that blood glucose ranged from 400 mg/dl to 600 mg/dl. Infusion sets would be replaced.